Event description:
During evaluation of a returned spectrum pump, the device would turn off without user input when connected to ac power. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing the device would turn off without user input when connected to ac power. The cause was identified to be a loose ac power adapter at the pump-side connector. The ac power adapter will be reconnected to the pump side ac connector to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.